Event description:
Medtronic received info that during the procedure, this uncoated oxygenator exhibited low po2 with full flow during rewarming. The device was removed and replaced. There were no adverse pt effects reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Eval - device was not returned for analysis, but is expected. Results code: other -device was not returned for analysis, therefore, no results are available. Conclusion: cause of event cannot be determined. Analysis: at the time of this report, the device was not available for analysis; however, the device is expected to be returned along with pump and drug management records. A review of the device history did not identify any non-conformances prior to being released for distribution. Conclusion: based on the info provided, our investigation cannot determine the root cause for this event. There were no adverse pt outcomes reported.